Event description:
On (B)(6) 2011, patient death due to severe sepsis and sol in abdominal. (B)(6) centre, israel. Prof. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).